Event description:
It was reported that the procedure was to treat a right coronary artery that is 99% stenosed. The 4.5x12mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation; however, when removing the balloon it would not pass through the unspecified catheter. The balloon and the unspecified guide catheter were removed as a single unit as the shaft separated and remained in the guide catheter. The balloon was crimped up against the radial sheath therefore, the sheath was removed and the remaining portion was removed. Resistance with the radial sheath was noted during removal. No other device was used as post-dilatation was successfully completed with the balloon. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the guiding catheter and introducer sheath; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from "yes" to "no".